Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it was reported that the stimulator gave some signs of weakness. The neurosurgeon replaced the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported that the implantable neurostimulator (ins) was explanted because of malfunctioning. Factors that may have led or contributed to the issue remain unknown. It was unknown if the issue was resolved.